Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was hard to press. Additionally, it was reported that the pump took too long to charged. Subsequently, it was reported that the customer was prompted to change their cartridge when trying to load a cartridge during the load sequence. Reportedly, the customer had followed all steps when loading the cartridge onto the pump the first time. Blood glucose level ranged between not impacted and 120 mg/dl. The customer declined to troubleshoot the issues reported.